Manufacturer narrative:
An event regarding crack/fracture involving an triathlon patella was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient fitzgerald was brought to the operating room for a revision of his patella and poly exchange. Once access was gained into the joint, the patella was removed. The cemented patella pegs had sheared off from the actual patella. The cemented pegs still in the patella were drilled out and then a new patella was cemented in standard fashion using the patella drill and drill guide. After that the original ps poly was removed and a new ps poly of the same size was opened and inserted into the baseplate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient (B)(6) was brought to the operating room for a revision of his patella and poly exchange. Once access was gained into the joint, the patella was removed. The cemented patella pegs had sheared off from the actual patella. The cemented pegs still in the patella were drilled out and then a new patella was cemented in standard fashion using the patella drill and drill guide. After that the original ps poly was removed and a new ps poly of the same size was opened and inserted into the baseplate.